Manufacturer narrative:
The returned spinal cord stimulator lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that upon placing the trial lead during a trial procedure the patient experienced pain.

Event description:
It was reported that upon placing the trial lead during a trial procedure the patient experienced pain.